Event description:
A user facility reported a saline bag back filled during recirculation mode. A patient was connected to the machine before treatment begun at the time of the incident. The bio-med was notified and the staff continued to us the machine with no other incidents. The machine was pulled and ran a functional test and it passed.

Manufacturer narrative:
Investigation findings to date indicated the reported malfunction occurred during recirculation and prime (machine set-up), and typically not during dialysis mode. The saline bag refilling with dialysate was generally observed visually during recirculation. There have been no adverse events associated with the reported issue. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances discovered during the manufacturing process. In addition, the batch record review confirmed the labeling. Material, and process controls were within specification.